Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a cracked screen that prevented full touchscreen functionality. The user stated the cause of the damage was unknown and noted the device had been kept in their back pocket. The user discontinued use of the ilet and reverted to backup therapy. There was no report of end-user harm or adverse event associated with this case.